Manufacturer narrative:
--

Event description:
Boston scientific received information that the pacemaker had unexpected intermittent longevity change. Boston scientific technical services (ts) asked if there were changes in the modes or programming was observed, but health care professional (hcp) stated that nothing was documented. Ts discussed to continue to monitor the pacemaker. Attempts to obtain additional information were unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had longevity change. The boston scientific technical services (ts) asked if there were changes in the modes observed, but health care professional (hcp) stated that nothing was documented. The boston scientific technical services (ts) discussed to continue to monitor the pacemaker. This pacemaker remains in service. No adverse patient effects were reported.